Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned..

Event description:
Allegedly, on (B)(6) 2014, the patient underwent a laparoscopic hysterectomy procedure for treatment of uterine fibroids in which a morcellator was used. Shortly after the procedure she was diagnosed with leiomyosarcoma based on the pathological analysis of the morcellated uterine tissues.